Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated hip procedure and it is unknown if the device was placed into surgery mode. Subsequently, the ipg became inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Section b3: date of event is estimated.